Manufacturer narrative:
The manufacturer received information alleging active exhalation verification test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that the devices (list reportable findings of evaluation). In conclusion, the device's active exhalation controller (or proportional valve) was replaced to address the issue.

Event description:
The manufacturer received information alleging active exhalation verification test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.